Event description:
Caller states patient reportedly received results of 563 mg/dl and 177 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of subject device and replacement was sent.